Event description:
It was reported that a minimum fill notification occurred. The customer was unable to troubleshoot further wirh tandem technical support but loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.